Event description:
Allegedly the power wheelchair tilted back unexpectedly as the chair was positioned underneath a counter top. As the chair tilted back the end users knees were pushed up through the countertop. The end user was taken to the hospital and received x-ray to the knees. No injury reported as a result of this incident.